Event description:
The infusion pump was involved in a overdelivery. It was reported that the infusion pump was set to administer a medication over 90 minutes and the amount infused in only 60 min. The infusion rate or amount of solution was not reported. No pt injury was reported.